Event description:
It was reported that patient presented in hospital after receiving a shock. It was observed that the device attempted to deliver high voltage therapies for atrial fibrillation with rapid ventricular response. The physician also did not rule out that the episodes could also be runs of vts. An alert for possible output circuit damage was observed due to high voltage lead impedance being out of range. Both the lead and ICD were explanted and replaced.